Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the patient side cart (psc) kept having a recoverable fault on universal surgical manipulator (usm) 1. Technical support engineer (tse) verified multiple 32097 errors on arm1 and recommended a system power cycle but shared that the error is likely to continue. Tse offered the option to continue with 3 arms or bring in another psc. Site attempted power cycling and again, the system faulted. Site elected to maybe switch outpatient cart and disconnected. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and during visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode, triggering error 31226. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test failed pointing to the parallelogram, rolling loop and clock spring. Once testing was completed, the fibers were aba tested, and were verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that parallelogram assy, rolling loop assy and clock spring assy were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.